Event description:
The cards are used by the microbiology lab. The cards test for susceptibility of the organism to the sensitivity of the antibiotic. In 10/93, the drug cefazolin was demonstrated as being sensitive to the organism, pseudomonas aeruginosa. Theoretically, this first generation cephalosporin, cefazolin, is not sensitive to this organsim.